Event description:
Patient underwent right carotid endarterectomy on 11/3/91 with goretex patch. On 11/5/92, she was emergently taken back to the operating room due to bleeding from the drain site in her neck. The bleeding point was found to b e an area where the goretex suture had broken, seperating 3mm of the goretex from the artery wall. Frayed ends of the suture were seen and this was repaired with a heavier goretex suture to oversew the area. It was decided not to remove the goretex patch due to the patient's condition.actions taken: it was not possible to identify the exact lot# of the suture used. All possible lot #'s of open suture boxes were removed from stock. Unopened boxes were returned to company for credit and new stock obtaineddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.